Event description:
On (B)(6) 2011, the patient was being treated with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a very tight aorta due to excessive calcium and thrombus and when the physician was trying to gain access to the contralateral gate, the patient's aortic wall was dissected with the guidewire. The dissection was treated with the implanted contralateral leg component once access was gained. It was also reported that the patient's artery of adamkiewz was anatomically lower than normal. The patient tolerated the procedure and no complications were reported. On (B)(6) 2011, the patient developed paraparesis. The physician stated that he felt the paraparesis was due to the patient's artery of adamkiewz being anatomically lower. At this time, the patient has some movement in his lower extremities and is currently in physician therapy.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxc121000/8931500.